Event description:
Physician attempted to inject medication into a joint. The plunger gave some resistance, then the needle and hub detached from the syringe, medication sprayed on the pt. Needle used: 25g 1 1/2", ref # 4293, lot# k679161 or k50074, unsure as to which lot was used.